Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that he had an infection at his site and high blood glucose. Infusion set was placed in stomach. He has redness at the site, for that he went to hospital and get antibiotics for the infection. High blood glucose level was 300 mg/dl and treated with bolus and set change. No further information was available.

Manufacturer narrative:
(B)(4).